Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling, or packaging failed to meet its specifications when released. During analysis the guidewire ptfe coating was examined under magnification and the coating was peeling/peeled between 36.7cm and 42.8cm from the proximal end. Functional inspection was made to advance the guidewire through the returned microcatheter, but it could not be advanced past the kinked shaft section. The guidewire was kept hydrated as per dfu. The synchro guidewire was loaded and advanced through the proximal end of a demonstration microcatheter without issue. The guidewire was advanced out of the microcatheter distal end without any resistance. The reported event was confirmed based on the device analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped, straight, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. The friction/resistance was noted advancing the device inside the microcatheter shaft, no other devices were successfully deployed or placed using this microcatheter, the guidewire was inserted into the microcatheter prior to the microcatheter being inserted into the guide catheter, the anatomical location where the issue occurred was the basilar artery. Product analysis found it was not possible to advance the guidewire through the kinked section of the returned sl-10 microcatheter shaft but there was no issue advancing the guidewire through a demonstration sl-10 microcatheter. An assignable cause of caused by other will be assigned to the reported ¿device difficulty engaging target vessel¿ as the investigation indicates another product/drug/subsequent procedure caused the issue event. Analysis of the returned device also noted a section of peeling ptfe coating towards the proximal end of the guidewire. It is probable the torque device was not adequately tightened which allowed the device to move up and down the proximal end of the guidewire, resulting in the peeled ptfe coating. As the torque device was not returned with the device, it cannot be determined if this contributed to the ptfe coating peeling. Because on this, an assignable cause code of undeterminable was assigned to the as analyzed 'guidewire ptfe coating peeling¿.

Event description:
It was reported that during one ba aneurysm embolization, the anatomical location where the issue occurred was the basilar artery. Placed the guide wire (subject device) to the tortuous part of the vessel and the guide wire (subject device) could not pass the vessel. The physician replaced it with a new device and continued the procedure successfully without clinical consequences to the patient. Then when delivered the coil, it could not be advanced out of microcatheter and replaced the microcatheter with another device to finish the procedure successfully. Analysis of the returned device found the subject guidewire ptfe coating was peeling/peeled. There were no clinical consequences to the patient reported as a result of this event.